Manufacturer narrative:
A follow-up report will be submitted after philips obtains more info about this event.

Event description:
The customer reported that the device did not deliver energy as expected which they state was a factor in pt's outcome.